Manufacturer narrative:
Device is not available for analysis. This report is filed (B)(4) 2012. Device not available for analysis.

Event description:
Per the clinic, the battery began to "melt" and "expand". There is no allegation of patient injury and the device has been taken out of service.

Manufacturer narrative:
(B)(4).